Event description:
A trilogy ev300 was sent to a third-party service center for evaluation with the allegation of patient harm. During the evaluation of the device at the service center, it was noted: pm/con0887359/2024/2025 - created from parent work order due to debrief status of 'preventative maintenance visit for the system not completed due to issues found' safety question states yes to harm. Philips will make additional attempts to gather additional information regarding the allegation of patient harm and to determine the issue of the device. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 was sent to a third-party service center for evaluation with the allegation of patient harm. During the evaluation of the device at the service center, it was noted: (B)(4) - created from parent work order due to debrief status of 'preventative maintenance visit for the system not completed due to issues found' safety question states yes to harm. Philips will make additional attempts to gather additional information regarding the allegation of patient harm and to determine the issue of the device. A supplement report will be filed if additional information becomes available. Correction to section b - adverse event/product problem will be filed as a product problem until further information is provided as to the actual harm caused by the use of the device.